Event description:
It was reported pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed concomitantly with an ablation procedure on (B)(6) 2025. After the ablation was completed a 24mm watchman flx pro laa closure & delivery system (wds) was implanted. Following the dual procedure the patient reported experiencing chest pain but considered it to be related to anxiety. The patient also started noticing leg swelling and knee pain. It was noted the patient had a previous history of arthritis in the knees and hands, but after three weeks the patient decided to get the symptoms evaluated. Echocardiogram imaging revealed fluid around the heart. The patient was put on diuretics, and the symptoms have reportedly improved. There were no further complications reported.

Manufacturer narrative:
B3 date of event: estimated as (B)(6) 2025 as the event was reported to have occurred 3 weeks after the implant date of (B)(6) 2025.